Manufacturer narrative:
The lens has been returned to b+l and is currently under evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the intraocular lens was removed intraoperatively due bent haptic and capsule damage. Vitreous loss and vitrectomy were also reported. The incision was enlarged and the lens was replaced with a different model and diopter lens. The physician indicated that in his opinion the most likely cause of the event was "front haptic did not load properly." The patient's current prognosis was described as "should do ok." This event refers to the patient's right eye. Please ref MDR# 1119279-2014-00015 for the inserter used in this event.